Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument passed external and internal visual inspections, no product issue detected. The manual articulation of inputs was properly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. A clip test was performed, and it passed. No clip application nor clip releasing related issues were detected during the failure analysis. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument were not triggered. The procedure was completed with no reported injury.